Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced a vibratory alert and presented in the hospital. Upon interrogation, it was noted that the device exhibited premature battery depletion and reached the elective replacement indicator voltage on (B)(6) 2021. No intervention was reported. The patient was in stable condition.